Manufacturer narrative:
Philips service identified this as a known issue; no permanent fix was documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an intermittent larc power relay test failure on a allura xper fd10/10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.